Event description:
A site representative reported that, while in a cranial biopsy procedure, the navigation system was not tracking the biopsy needle instrumentation. The surgeon had already locked the trajectory and the needle was in the guide stem. The site representative confirmed tip stop point was displayed. While troubleshooting, the site reported the camera was seeing the needle from the top and the tracking view arrow was near too close. The site moved the camera lower and further away but this did not resolve the issue. The site then opened a new biopsy needle but there was no change. The surgeon then opted to attach a suretrak to the biopsy needle to track the needle depth. The suretrak calibration was successful and accurate. The surgeon completed the procedure with the use of the navigation system. Site was able to get a successful biopsy. Delay to the surgery was one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, reported that it was believed the locking ring was not fully tightened. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. Medtronic investigation of returned biopsy needle finds that while using the resin head exam, a point-merge registration was completed and the biopsy needle passed. The needle tracked with green status, and was fully functional. A software investigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely root cause was equipment setup error by the user.